Manufacturer narrative:
(B)(4).

Event description:
The customer reported the unit failed to generate an audible alarm when an alarm condition was present; the visual alarm indicator was displayed. The customer reported there was no pt involvement.